Manufacturer narrative:
Manufacturing review: per the lot history review, this is the second complaint reported for this lot number and issue to date. The quantity affected is 2. A DHR review for corporate lot number: ngbs3261 for product 000720 (tri-funnel gastrostomy tube) used in the manufacturing of this lot did not show any rejects. The lot number reported met all release criteria. Investigation summary: one 20 fr. Tri-funnel replacement gastrostomy tube was returned for evaluation. Visual and microscopic evaluations were performed. These evaluations revealed a split that leaked as the device was being inflated. The investigation is confirmed for leaking, more specifically, leaking due to a burst of the balloon. The definitive root cause could not be determined based upon available information. It is unknown if procedural issues contributed to the seeming burst of the balloon. For example, over-inflation or balloon inflated with improper media(e.g. Air) could have reasonably contributed to the burst event. Labeling review: a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, possible complications and contraindications showed that the product labeling is adequate.

Event description:
It was reported that approximately ten days post feeding device placement the probe allegedly leaked. Reportedly, the device was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately ten days post feeding device placement the probe allegedly leaked. Reportedly, the device was removed and replaced. There was no reported patient injury.